Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device lot #: lot was reported; however, this is not a lot #10041445 manufactured for the reported catalog #. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage. The following information was provided by the initial reporter, translated from french to english: narcan anti reflux leak.